Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device stuck on reboot loop. A field service engineer (fse) replaced docking board to get machine back up. The fse confirmed that the docking board was damaged due to liquid spill. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station hh-ormain kept rebooting and did not load into windows. There was no blue screen, and it rebooted at bios load. However, there were no delays or adverse events or injuries reported based on this event.